Manufacturer narrative:
Investigation checking the manufacturing charts of the components involved, no pre-existing anomaly was discovered on the items manufactured with the same lot numbers. The removed components were not available to be returned to the manufactured. However, we received one radiograph, taken on (B)(6) 2024, prior to the first revision. The radiograph has been evaluated by our medical expert, who stated that "the provided radiograph does not explain the episodes of recurrent dislocations. What comes first to mind is an injury to the axillary nerve during revisions surgery and/or deltoid muscle damage. This cannot be visualized on radiographs and we do not know about this. Dislocations after revision surgery is a common problem with multiple reasons, we do not know for this case. Overall, there is no sign for implant related problems here (the rtsa worked well before the fracture)." Therefore, considering that: - no pre-existing anomaly has been found on the manufacturing charts of the lot numbers involved in the event - based on the medical expert's opinion, dislocations after revision is a common problem with multiple reasons; in any case the shared radiograph shows no sign of implant related problems. We have no evidence to consider the event as product related. Pms data according to the relevant pms data, the revision rate of smr reverse liners, belonging to the family of product codes 1360.50.xxx, 1361.50.xxx, 1365.50.xxx, due to dislocation is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final report.

Event description:
Right shoulder revision surgery performed on (B)(6) 2024, due to dislocation. During the revision surgery the following components were removed and replaced with new ones: - smr cementl. Rev. Stem ø13 mm (part code 1308.15.134, lot number 2003825, sterilization 2000152) - smr reverse humeral body (part code 1352.15.010, lot number 2403062, sterilization 2400044) - smr reverse liner retentive (part code 1365.50.811, lot number 19at3br, sterilization 2000067) - smr small-r connector +4 (part code 1374.15.314, lot number 2107170, sterilization 2100206) - smr eccent. Glenosphere ø 40mm (part code 1376.09.041, lot number 2332648, sterilization 2400024) the patient is a female, date of birth (B)(6) 1959. The patient underwent a smr reverse right total shoulder arthroplasty in (B)(6) 2023 to address a malunion of a proximal humerus fracture sustained in (B)(6) 2021. The procedure was uneventful, and the patient did well until (B)(6) 2024, when she fell on her newly cleaned kitchen floor, sustaining a displaced periprosthetic proximal humerus fracture. This was treated on (B)(6) 2024, with a new set of limacorporate smr components (long revision stem, humeral body, +9mm humeral body extension, +6mm lateralized 40mm diameter humeral liner, and +4mm lateralized 40mm diameter glenosphere) and third-party metal cerclage fixation cables. This event was registered as internal complaint (B)(4). Multiple intraoperative tests showed the prosthesis to have excellent stability. However, the patient experienced recurrent, atraumatic dislocations and required follow-up operations with lima smr components. In the first incident, the patient presented with a dislocation on (B)(6) 2024 and was revised on (B)(6) 2024. During this revision, the glenosphere was replaced with a +4mm lateralized 40mm diameter eccentric glenosphere, and a new set of humeral components were implanted. This event was registered as internal complaint (B)(4) and reported to the FDA with MFR 3008021110-2024-00079. In the second incident, the patient presented with a dislocation on (B)(6) 2024 and was revised on (B)(6) 2024. On (B)(6), the patient was noted to have a questionable infection, but physical examination of the sutures showed no signs of deep infection. During this revision, a new glenosphere identical to the one placed on (B)(6) 2024, was implanted. On the humeral side, a new set of components were placed, including a retentive humeral liner. No signs of infection were noted intraoperatively. Extensive irrigation and debridement was done prior to placement of the components (event hereby reported). In the third incident, the patient presented with a dislocation on (B)(6) 2024. The surgeon had previously discussed with the patient that there is nothing more that can be done as the glenoid side is lateralized to the maximum. The surgeon has determined that a functioning, stable reverse arthroplasty cannot be achieved with commercially available limacorporate glenosphere/humeral liner options. The surgeon has therefore requested limacorporate custom retentive humeral liners and smr reverse hp glenospheres to stabilize the current arthroplasty. This event was reported as internal complaint (B)(4) and reported to the FDA with MFR 3008021110-2024-00081. Event happened in the united states.